Manufacturer narrative:
Initial and final MDR 1999731 - MDR 3003442380- 2024 - 24620 - device 1 of 2. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient experienced two issues with infusion set cannulas, both of the same type. On (B)(6) 2024, the patient experienced kinked cannula with the infusion set. The issue was noticed 3 or more hours after insertion in the abdomen, and the infusion set had been in use for less than 3 days. The patient regularly rotates site locations and confirmed proper insertion technique. The patient resolved the problem by replacing the infusion set and successfully resuming insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.